Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a alert/notification settings had occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was sitting in the living room with his receiver next to him and the wife was asleep in the adjacent bedroom. The wife woke up to his receiver alarming him about his critically low blood glucose. But at this point he was already so low, that he was no longer conscious. They believe that they missed some earlier low alarms that should have occurred. The wife treated the patient with a glucose injection (meant to be glucagon) and called an ambulance. The patient was taken to the hospital around 4 am in the morning. There they took a bg reading which was 0.7 mmol/l and the patient was treated with ¿sugary water¿ and potassium. In addition, they performed blood tests. The patient was discharged the same afternoon (around 12 hours after he was hospitalized). At the time of the report the patient was ok. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.